Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was receiving inaccurate sensor readings. Blood glucose level at the time of the incident was 180 mg/dl. The customer was advised as to proper sensor usage techniques. Customer also reported having a blood glucose level of 50 mg/dl the day before the call. The customer was advised that the sensor would be replaced but did not return the device for analysis.